Manufacturer narrative:
Age of device: 2 years, 2 months, 6 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that several transient pump power elevations (greater than 10 w) were observed. An echo was performed which was negative. Patient was on intravenous heparin/argatroban. Patient underwent a pump exchange on (B)(6) 2018 secondary to suspected to pump thrombosis. The pump was returned for evaluation. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus cannot be confirmed through the evaluation of (B)(4). The pump was returned with the driveline cut approximately 4¿ from the pump housing and the severed portion of driveline, measuring approximately 33¿ in length, was returned. The sealed inflow conduit, the sealed outflow graft, with the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. The relevant sections of the device history records (documents (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file for this event.